Event description:
It was reported that the device had several event codes that indicated a potentially critical failure intermittently logged repeatedly in the memory. There was no pt use associated with this event.

Manufacturer narrative:
(B)(4): physio-control has received the device and will be evaluating it. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.